Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature entitled ¿combination of percutaneous screw fixation and cementoplasty for lytic bone metastases: feasibility, safety and clinical outcomes¿, published in 2022, which is associated with the asnis cs (cannulated screw system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. Allegedly, the author indicated that 1/11 patient (9.1%) had a minor complication in the form of subcutaneous hematoma following screw insertion.